Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the national time protocol (ntp) server had failed due to daylight saving being checked. A technical support specialist unchecked the daylight saving in the station temporarily to resolve. The health information technology (hit) team then updated the new national time protocol. The system functioned as intended after the technical support specialist and hit team troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the time was off by one hour. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.